Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise. The patient was checked and the system was reprogrammed. There were no additional adverse patient effects. The system remains implanted.